Event description:
A customer reported damage to the pump housing specifically at the usb port and pins, which impacted their ability to charge the pump and led to a shutdown. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to multiple dose injections as backup therapy and understood instructions from technical support regarding sensor usage and pump storage. Technical support confirmed the shipping address and provided a pre-paid label for returning the problematic pump within 10 days.